Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Visual analysis noted helix/lobes were distorted/bent. Further visual analysis noted the lead was returned with the lobes fully deployed. In order to maintain their shape, the lead was sterilized in the lab with the lobes deployed. However, the heat cycle of the sterilizer may have put a "set" in the lobes. Testing found the lobes deploy and undeploy but are distorted when deployed. Electrical testing to determine continuity of the conductor(s) passed.

Event description:
It was reported, during an implant procedure, when the device was placed on the table for preparation, the physician noted the lobes looked "funny or bent." Consequently, this lead was not used. No patient complications have been reported as a result of this event.